Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer patent foramen ovale (pfo) occluder and a 9f mplatzer trevisio intravascular delivery system were selected for procedure. It was noted that during procedure, the right atrial disc of the 25mm amplatzer pfo occluder exhibited a bulbous deformation when being deployed and interacted with the patient's septum, between the left and right atrium. There was no kink or angulation noted in the delivery system. The decision was made to partially recapture the amplatzer pfo occluder and attempt a second deployment, but the deformation persisted. The 25mm amplatzer pfo occluder was then fully recaptured and replaced with another 25mm amplatzer pfo occluder to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. The patient was stable and discharged at the time of report.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but is consistent with use of a larger sheath which may influence deformations of the device.